Manufacturer narrative:
Continuation of d11: product ID: 3387s-40, lot#: v457453, implanted: (B)(6) 2010, product type: lead; product ID: 3387s-40, lot# v378034, implanted: (B)(6) 2010, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient received a battery replacement and extension revision on (B)(6)2020. The revision did not improve the high impedance issues. The impedances were worst after the revision. It appeared the issue was stemming from the lead implanted in the brain: c & 0 4023, 0 & 2 6753 c & 1 8710, 0 & 3 5942 c & 2 5744, 1 & 2 8044 c & 3 4185, 1 & 3 8758 0 & 1 8106, 2 & 3 4207.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the device was discarded and no further actions or interventions are planned to resolve the high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that there were high impedances. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included an interrogation of the system at 3.0v. No interventions/actions were taken. The issue is not yet resolved. Battery is at 2.88v provided impedance results are as follows: hemisphere left amplitude: 3.00 c <(>&<)> 0 6219 0 <(>&<)> 2 4624 c <(>&<)> 1 7502 0 <(>&<)> 3 6321 c <(>&<)> 2 8584 1 <(>&<)> 2 2908 c <(>&<)> 3 9996 1 <(>&<)> 3 4825 0 <(>&<)> 1 3001 2 <(>&<)> 3 3024 hemisphere right amplitude: 3.00 programmed 4.5 120 c <(>&<)> 4 754 4 <(>&<)> 6 1236 c <(>&<)> 5 875 4 <(>&<)> 7 1222 c <(>&<)> 6 731 5 <(>&<)> 6 1109 c <(>&<)> 7 689 5 <(>&<)> 7 1227 4 <(>&<)> 5 1091 6 <(>&<)> 7 923 no symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances was undetermined. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: extension; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.